Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station at black screen and user unable to login. A field service engineer (fse) opened the back panel and began power cycling the station while disconnecting the puck cable from each drawer until the station powered on. It was found that full-height drawer 5 was causing the station to short. The drawer controller board for full height drawer 5 was removed, and the station was rebooted. After reboot, the station successfully logged into carefusion application and completed the maintenance mode check. The customer was then able to log in. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had black screen and not turned on. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another station that caused a delay in patient care. There were no adverse events or injuries reported due to this event.